Event description:
It was reported that during use of the bd arterial cannula with bd flowswitch¿ had leakage at the catheter hub. Foreign complaint the following information was provided by the initial reporter, translated from german to english: the product has a leakage at the catheter hub.

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples or photos displaying the leakage reported are available for examination, we were unable to fully investigate this incident.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd arterial cannula with bd flowswitch¿ had leakage at the catheter hub. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the product has a leakage at the catheter hub.